Manufacturer narrative:
Insulin pump passed self test, sleep current measurement, active current measurement and displacement test. No battery alert noted and this alarm is generated when a power failure is detected noted during testing. Device received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power errors twice. The customer¿s blood glucose level was unknown. The customer also reported cosmetic damage to the insulin pump. The customer declined troubleshooting for power error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.